Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered in is based on the report of "10 days ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 10 days of wear and she was therefore unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness and was seen at a hospital where she was diagnosed with hypoglycemia and treated with oral glucose. Customer remained hospitalized for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Clinical data was reviewed and confirmed, that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint. And libre sensor, no trends were identified that would indicate, any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, her adc freestyle libre sensor detached from the adhesive after (B)(6) days of wear. And she was therefore, unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness. And was seen at a hospital where she was diagnosed with hypoglycemia. And treated with oral glucose. Customer remained hospitalized for (B)(6) days. There was no report of death or permanent injury associated with this event.